Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicates when using the defibrillator pads, the monitor does not detect them. Device was in clinical use at time of event. The device was reported to be in use on a patient, causing a delay in life-saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicates when using the defibrillator pads, the monitor does not detect them. Device was in clinical use at time of event. The device was reported to be in use on a patient, causing a delay in life-saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that when using the defibrillator pads, the monitor does not detect them. There is no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field service engineer (fse) and philips product support engineering and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that when using the defibrillator pads, the monitor does not detect them. The device was used on a patient during an emergency. Although the unplanned shock was delivered using paddles, and no harm was reported by the user, given the reported clinical scenario, the reported device event will be considered an adverse event because life-saving therapy/treatment was not available, interrupted, or delayed and may have led to a deterioration in the state of the health of the patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on site and the reported issue could not be reproduced and no other problems were observed during the review. Product support engineer (pse) reviewed hardware and software logs received and determined there was no error message. The device was determined to have no electrocardiogram (ECG) front end connected. Customer was advised to connect ECG front end to device before powering on the device and choosing proper leads settings. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.